Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient underwent revision tka for pain. The patient had a tritanium baseplate and pa ps femur with a ps poly. Upon evaluation, it was determined the baseplate was loose approximately 1 year after implantation. The surgeon revised the baseplate to a universal baseplate with a 100mm stem and ts poly.